Event description:
It was reported that the wake button was delayed in responding to touch. Customer's blood glucose (bg) level was displayed as "high"; however a specific value was not provided. Customer delivered a correction bolus via the pump to address bg. Customer continued to use the pump for insulin therapy. Additionally, it was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.